Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the mini drawers 1.5, 1.17, and 1.18 were unable to open or close due to the defective controller boards. A field service engineer adjusted the chasis, replaced the controller boards, and reconfigured all the drawers to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system encountered an issue where the drawer failed to open/close and displayed an error message stating 'failed and requires maintenance'. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.